Event description:
The event is reported as: staples jammed. No patient injury or intervention reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Investigation is ongoing, and a follow-up report will be sent when available.